Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign objects coming out of the distal end and residual liquid or foreign material was caused by insufficient cleaning (handling issue). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(B)(6). The device was returned to olympus for evaluation. In addition, the following was found: due to pinhole on the channel tube, water tightness is lost/bending angle in up direction does not meet specification/the play in up/down direction does not meet specification, peeled cylinder paint, a dented bending tube, due to wear of angle wire, the angle wires became elongated/dent in bending tube/adhesive on rubber has a chip/scratch on cover and connecting tube. Scratches were also found throughout the device. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The user facility returned an asset evis lucera elite gastrointestinal videoscope to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, a clogged forceps channel with foreign objects coming out of the distal end and residual liquid or foreign material were found in the forceps channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No patient or user harm has been reported.